Event description:
A physician reported a pt had essure (fallopian tube occlusion insert) inserted on an unspecified date. Pt is requesting removal of the essure devices after visiting physician on another issue. Pt did not have specific complaints/symptoms for requesting the removal of the devices. However, a recent ultrasound showed that she had hydrosalpinx and she is requesting a hysterectomy. The surgery has not been performed yet.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.